Manufacturer narrative:
(B)(4). The device sample has not been returned for investigation at the time of this report and no lot number was provided. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the doctor was using the grasper to hold the gall bladder, it was in the locked position when he attempted to move the gall bladder, and the grasper broke. The piece fell into the patient and it was retrieved. The patient's condition was reported as fine.